Event description:
It was reported that the patient presented in clinic for follow-up. Chest x-ray was performed and revealed dislodgement of the atrial lead. The atrial lead was explanted and replaced. Patient condition was stable.